Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4) the device was returned to the factory for evaluation on (B)(6)2020 and investigated on (B)(6)2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The delivery device, and seal- tension spring assembly were returned inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal and tension spring assembly remained inside the loading device after delivery device was removed. No other failures were observed. The seal was taken out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.199 inches , the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.